Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump was intermittently rebooting. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had intermittent power issue. There is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4). 2011 with the following findings: a review of the black box history showed that rebooting had occured. No alarms relating to the complaint were found in the alarm history. There was no damage observed to the battery compartment. The battery cap was not returned with the pump for testing. A test cap was inserted and the pump powered with no issues; the pump was exercised for 24 hours without any reboots occuring. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.